Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 247 mg/dl. The customer stated that the insulin pump had blank screen first and then insulin flow blocked alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.